Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) slipped through the sheath although it was fully and firmly inflated. There was no reported patient injury. A 5f unknown sheath was used. The user has been working with the mynx system for a considerable time and is certified and very experienced in handling the product. The procedure was an interventional procedure performed using a retrograde approach. A non-cordis sheath was used. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle. The device was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The device was stored and prepared according to the instructions for use. The balloon did not lose pressure. The device was purged of air during preparation and the balloon was filled with contrast media. There was no scar tissue at the puncture site. There was one sheath change from a cross-over sheath to a 10 cm sheath prior to use of the device. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.